Event description:
It was reported that during an pelvic evisceration procedure, air leaked. When a forceps was in and out, the air leak sound was heard. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.